Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09757. The pt was implanted with two scs extensions from different lots. It was reported the pt presented to the her physician with extension wires protruding through the skin. The pt underwent surgical intervention to explant and replace the system extensions. During the procedure, the physician observed a portion of the wound not well approximated. The physician replaced the ipg. The pt was put on antibiotics for prophylaxis. Effective stimulation was captured post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.